Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps biomechanical overload, inadequate bone quantity, mobility. Low bone height, therefore a wide implant diameter was chosen. Patient did not want sinus lift surgery.